Event description:
It was reported that during testing conducted at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection the service technician observed 81-631 bearing damage.